Event description:
The customer states that she slipped and fell in the shower and "passed out". The emergency medical technicians tested the customer at an undisclosed time later. Her blood glucose result was 416 mg/dl on the accu-chek active s system in comparison to the professional meter result of 119 mg/dl. The results were obtained within a ten-minute timeframe. No reported symptoms. No reported action taken or treatment rendered based on the blood glucose results. The customer was taken to the hospital for neck pain. The customer states that she was not treated for hyperglycemia during her visit to the hospital. The customer took metformin 1.5 hours prior to the event. New system sent and return requested.